Event description:
Customer was validating the echo instrument and did not detect an anti-jkb in a sample.

Manufacturer narrative:
The customer did not provide additional information about the event. Samples were not returned for investigation.